Event description:
It was reported that an oil-like substance leaked out of the handpiece during the cleaning process. This event did not occur during a surgical procedure. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.